Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and the cause was not known. A correction via the pump was delivered to address the bg level. A pump system check was performed and no device issues were identified. As the customer was not experiencing a high bg at the time of the report, tandem technical support advised the customer to discuss the event with a health care provider.